Event description:
Pt called lfs alleging that their meter was reading inacurrately low. Pt explained that they had obtained a "10mg/dl" and had been feeling "completely out of it". They did not take any actions following the attempted use of the meter. They did report having a back up meter, however, it is unknown if they tested with the meter. Pt contacted the paramedics due to the "10mg/dl" reading. Pt was transferred, by the emergency medical tech, to the e.r. The hosp meter read "40mg/dl". Pt was treated with diabetes medication at the e.r. No other treatment info was provided. Besides the info provided, it would have been helpful knowing what time the pt obtained a "10mg/dl", type of treatment administered by the emergency medical tech and hosp, and time of reading obtained at the hosp. There was no evidence that the meter contributed to a serious injury, since the pt obtained a low reading on their meter and the hosp meter. Upon troubleshooting with the customer service rep, the meter started prompting "insert strip". The customer service rep attempted to walked pt through rsolving the error message, however, the meter had to be replaced due to an unresolved message prompt.